Event description:
Customer reported that a patient with a known anti-kell yielded a negative result when tested against vss298. No discrepancies were noted in the daily qc on any day of testing with the lot# of product. Customer adds that the patient's anti-k was identified on 04/07/10 using the same lot, vss298, and a 1+ reaction was noted with cell 1. The customer indicates that they are confident that the described false negative result was related to the patient sample.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed.(B)(4).